Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received lioresal 2000 mcg/ml at a dose of 708 mcg/day via an implantable pump. The indication for use was not provided. It was reported that the patient should have came in for a refill on (B)(6) 2017 but there was a booking error and the refill did not take place. The critical pump alarm was sounding and the patient¿s mother told the hcp that they believed the critical alarm started on (B)(6) 2017. The patient experienced increased spasticity. The hcp believed the pump was empty and wanted to know how to proceed. The pump had not yet been read but the patient was to be seen on the date of the call, (B)(6) 2017. It was further reported that the pump interrogation revealed that the ¿critical¿ alarm was rather for a low reservoir. The pump logs were not available. The event was resolved with the pump being refilled. The patient experienced no other symptoms. The pump remained implanted and with report of no issues. The serial number of the pump and implant date remained unknown. No further complications were reported/anticipated.